Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has a history of multiple dislocations and is non-compliant. Due to a third dislocation, the patient had a 32 x 52 plus 4 neutral liner and a 32 plus 5 head implanted on (B)(6) 2018. It got dislocated and was revised again to a 32 x 52 plus 4 10 degree liner and a 32 plus 9 head on (B)(6) 2018. The surgeon stated that both the cup and stem are well positioned. It was found during surgery that the liner was still locked into the shell, and the head was locked onto the stem. However, the locking ring was pulled off from the liner. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip. Please see (B)(4) for the revision on (B)(6) 2018. Please see (B)(4) for the revision on (B)(6) 2014.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.